Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (310-435). The pump supplies were changed twice. A bolus and insulin injections were used to address the bg level. The customer's ketone level was small and water was consumed to resolve the ketones. As the supplies had been changed, a cause of the past high bg could not be determined. A pump system check was performed using the current supplies. The pump, cartridge and infusion set tubing were found to be functioning as expected. Reportedly, the customer used humalog in the cartridge 4-5 days. Tandem customer technical support informed the contact that humalog was labeled for 48 hour use with the cartridge. The contact understood the information. Upon follow up, due to the high bg event, the contact did not think the pump was working. The customer reverted to using insulin injections and later that night upon resuming pump therapy, the bg dropped to 68 mg/dl. The contact reported the low bg was due insulin stacking (long acting insulin in addition to pump therapy). Soda was consumed to address the bg level.